Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited increasing system impedance from 50 ohms to 120 ohms over the last year. They physician reported that patient received 2 ineffective shocks, and 1 shock for ventricular tachycardia (vt). Currently the device is programmed in the primary vector, smart pass is disabled. The patient has a leadless non-boston scientific pacemaker device. A request was made to have data from this device analyzed, and review x-ray images. Data analysis identified the system impedance has doubled in the last year, but still within normal range. X-ray images revealed that the device has rotated towards anterior. The tissues included in the shock vector, is different since implant. The electrode appears to be in a slightly different position than at implant. Rhythmcare provided recommendations for troubleshooting steps. No adverse patient effects were reported. The device remains implanted.